Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire upon sensor removal. Patient's mother reported that transmitter was not snapped into sensor pod when sensor was removed. No additional event or patient information is available. The dexcom g4 platinum continuous glucose monitoring system users guide states under information for the end of a sensor session: do not remove the transmitter from the sensor pod while the pod is attached to your skin. However, the reported event cannot be confirmed and the root cause cannot be determined.